Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and the sealant was exposed 140 mm from balloon proximal tip. The sealant was present and appeared to be exposed to blood at the distal end. Based on the information received and the investigation performed, the reported missing sealant could not be confirmed and the probable cause of the complaint could not be conclusively determined. The review of the lhr (lot f1115703) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the clinical risk specialist at the user facility that a patient underwent an aortogram mesenteric angiogram procedure on (B)(6) 2011. Access was obtained at the left common femoral artery (lcfa) via a 5f sheath (unknown model). There was no report of pre-procedure femoral angiogram to assess the suitability of closure. Following the procedure, the physician who is a trained user of the mynx, selected the mynx cadence for femoral arterial closure. It was reported that when the physician attempted to deploy the sealant, the sealant was missing. The device was removed and the physician converted the patient to 20 minutes of manual compression. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.